Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/53 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt, a supplemental report will be submitted accordingly. Referenced article: individualized antithrombotic therapy in heartware hvad recipients. American society of artificial internal organs journal, 2018. Doi: 10.1097/mat.0000000000000751. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients on vad support who developed pump thromboses, indicated by elevated ldh, elevated plasma hemoglobin, increased/sustained abnormal power consumption on the pump and evidence of new-onset/worsening heart failure and who also had sub-therapeutic international normalized ratios (inr). There were also patients on vad support who developed bleeding events, including oral/epistaxis, gastrointestinal, pulmonary, subdural, mediastinal and thoracic bleeding; hemorrhagic/ischemic strokes; infections; right heart failure, requiring temporary right vad support. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Pumps with unknown serial numbers were not returned for evaluation. Review of their manufacturing documentation could not be performed since the pumps' serial numbers are unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported events. Based on risk documentation, high power events may be attributed to multiple factors including but not limited to high flows, thrombus formation/ingestion, incorrect setting of alarm thresholds. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.